Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinues visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had high lead impedance results with diagnostics testing at an office visit. The vns was disabled. The pt had no trauma and did not manipulate the vns. X-rays were reviewed by the MFR. No obvious lead breaks were visualized, but the lead pin was fully inserted into the generator header making a lead fracture the more likely scenario as lead pin issue has been ruled out. Vns revision surgery is likely.